Event description:
Caller reported a cgm error regarding their device. There was no adverse impact to the customer's blood glucose level. Customer was guided through a pump reset process by technical support, which resolved the error and allowed the successful start of a new sensor session.